Event description:
A 49 years old male with medical history of rheumatic fever and unicusp aortic valve underwent aortic root replacement using aortic homograft on 7/11/89. Four years later patient required explant due to pervalvular leak and ventricular septal defect enlargement.